Event description:
Response to mw5177223.

Manufacturer narrative:
It is believed this is likely a misfiled event. Natus device is not an implant, rather an eeg amplifier. It is expected the complaint is against https://neuralink.com.